Event description:
It was reported that patient experienced ineffective therapy. Attempts to reprogram were unsuccessful. System diagnostics recorded high impedances on contacts 6 and 8. Surgical intervention is pending to address the issue.

Manufacturer narrative:
B3: date of event is estimated. Reporter phone number: (B)(6).

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The patients lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined